Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that a set screw was damaged.

Event description:
It was reported that the lead threshold increased. The lead was repositioned. It was also reported that the set screw mechanism did not work when the doctor tried to reconnect the lead to the device during the lead revision procedure. The device was explanted, and a new device was implanted. No patient complications have been reported as a result of this event.